Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity and medical history could not be obtained. (B)(4). Lot number could not be obtained; therefore, manufacturing and expiration dates are unknown. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, a 5 mm x 10 cm deltapaq coil (catalog cdf10051030 /lot unk) ¿pre-detached¿ during the procedure. The physician removed the coil safely and used another same size coil to complete the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was received on 2/5/2018: the lot number of the device could not be provided. The coil detached during advancement through the microcatheter. The microcatheter was a headway 17, and a continuous flush had been maintained through the microcatheter. Additional intervention was not required, and there were no patient adverse events. Patient and customer information could not be provided. The procedure was embolization of a saccular posterior communicating artery aneurysm. Three attempts to obtain the device for analysis were unsuccessful. If the product is returned at a later date, an MDR will be submitted to provide the product analysis. Conclusion: as reported by a healthcare professional, during coil embolization of a saccular posterior communicating artery aneurysm, a 5mm x 10cm deltapaq coil (cdf10051030 /lot unknown) ¿pre-detached¿ during advancement through the headway 17 microcatheter. A continuous flush had been maintained through the microcatheter. The physician removed this coil safely and used another same size coil, without need for additional intervention. It was reported that the patient consequence was unknown. Multiple attempts to obtain the device for analysis were unsuccessful. The device was not returned for investigation. This investigation will be re-opened if the device is returned. The lot number of the device was not reported. Without the lot number, manufacturing information cannot be reviewed. The premature detachment could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural or handling factors may have contributed. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned for analysis on 4/4/2018. Complaint conclusion updated with failure analysis. As reported by a healthcare professional, during coil embolization of a saccular posterior communicating artery aneurysm, a 5mm x 10cm deltapaq coil (cdf10051030/lot unknown) ¿pre-detached¿ during advancement through the headway 17 microcatheter. A continuous flush had been maintained through the microcatheter. The physician removed this coil safely and used another same size coil, without need for additional intervention. It was reported that the patient consequence was unknown. The device was returned for analysis on 4/4/2018. The embolic coil was not attached and was not returned. The device was fully unsheathed. The resheathing tool was broken. The proximal part of the resheathing tool was not present. There were bends in the device positioning unit (dpu) core wire approximately 54 cm, 61 cm, 81 cm, 85 cm, 122 cm, 127 cm, and 138 cm from the proximal end. The resistance heating (rh) coil had not heated. No part of the embolic coil was attached to the dpu. The detachment fiber had been pulled out of the distal outer sheath and damaged. The v-notch of the resheathing tool was not present for examination. The lot number of the device was not reported. Without the lot number, manufacturing information could not be reviewed. The complaint that the embolic coil detached prematurely was confirmed. The embolic coil was not attached and was not returned, the rh coil had not heated, and the detachment fiber was damaged. According to the event description, the mechanical detachment occurred during advancement through the headway 17 microcatheter. The mechanical detachment, the bends in the dpu core wire, and the broken resheathing tool are all indications that excessive force was applied to the device. The microcatheter and embolic coil were not returned. Without the return of these devices, the cause for the excessive force cannot be determined. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.